Event description:
Technical services received a call on 05/04/2011 from sales rep. Rep printed out first 41 j shock and he noticed that there was noise on ra and rv lead - noise was cause of shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).